Manufacturer narrative:
The customer¿s report the set separated and leaked at the top of the pump segment was confirmed however the received set was separated at the bottom of the pump segment and not the top. Visual inspection of the set noted separation between the silicone pump segment tubing and the lower fitment. The ring retainer was received with the set and had an indentation around the end of the silicone pump tubing where the separation occurred. No crush marks were observed on the upper or lower fitment. Functional testing could not be performed due to the sets separation and obvious leaking that would occur due to the separation. The silicone pump tubing's inner and outer diameter was found to be within measurement specification. The root cause of the separation is due to excessive handling of the silicone segment as indicated by the customer¿s report, likely exceeding the 3.4 pounds retention specification. Age or date of birth: patient age and dob not provided.

Event description:
It was reported that during a continuous cyclosporine infusion, the tubing was removed from the pump module to troubleshoot an air-in-line alarm. The user was not gentle with strumming and stretching the line to remove the air. The set separated and leaked at the top of the pump segment, and blood backed up the line. At this facility, the cyclosporine is considered a hazardous drug, the rn was exposed, however there was no harm to the user reported. Although there was no patient harm, the infusion was delayed and consistent drug levels may have been compromised until the replacement bag was started and the infusion resumed. No other effects were reported.